Manufacturer narrative:
Contract analyst, supply chain. The customer report of a separated IV tube at the port and leaking was confirmed based on both the customer provided photo and inspection of the as-received set in which the separation, which would cause an obvious leak, was at the engagement between the inlet of the lowest smartsite valve p/n 12274436 and pvc tubing p/n 660045 components. Further inspection of the separated tubing end observed there were insufficient to none areas of expected solvent with no issues with its likely tubing depth and the tubing's dimensional specification. Manufacturing is aware of separation issues at the observed component engagements in which the following investigation was performed to address the issue (dir (B)(4) leak/separation/retention y-site-tube engagement); as well as recent corrective action implemented (trackwise CAPA (B)(4) y-site arm-tube separations). This issue has been risk assessed through dir # (B)(4) ¿ separations/leaks: standardbore tubing to component with bonded internal engagement.

Event description:
It was reported that an IV tubing separated and leaked at the engagement of the valve and tubing, causing an IV fluid leak onto the patient's bed. There was no patient harm.